Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-05661. It was reported that during a percutaneous peripheral intervention procedure the balloon became stuck on a stent. Vascular access was obtained via the upper arm. The target lesion was located in the subclavian vein. A wallstent was successfully advanced and implanted at the target location. The wallstent was well positioned and well apposed to the vessel wall. A 12.0 x 40, 75cm mustang balloon catheter was successfully advanced to the subclavian for post dilation of the wallstent. However, as the mustang balloon catheter was tracking over the non bsc guide wire the marker tips were barely visible to the physician. During positioning of the mustang balloon catheter the balloon became stuck in the wallstent causing the wallstent to migrate within the subclavian vein. The final anatomical location of the wallstent was approximately 1-2 cm into the superior vena cava. The 12.0 x 40, 75cm mustang was used to dilate and implant the stent at the final location in the superior vena cava. No further actions were taken and the procedure was completed with this device. No patient complications were reported and the patient's status is ok.